Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require one.

Event description:
It was reported by the user facility that the drill heated up. The user facility was unable to confirm if there was any pt involvement. No pt or user injury was reported, and no other adverse consequences were alleged with this event.